Event description:
It was reported that during a lobectomy procedure, the cartridge came off. It did not fall into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.